Event description:
On (B)(6) 2012, the patient underwent repair of a thoracic aortic aneurysm. The patient only had a 1 cm landing zone; therefore, a carotid to carotid subclavian bypass was performed, which increased the neck length to approximately 2 cm. A conformable gore tag thoracic endoprosthesis was then implanted, and upon deployment, the device moved proximally less than 5 mm partially covering the brachiocephalic artery. The device was pulled down distally with a balloon, and the artery was no longer covered. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the proximal movement is unknown.